Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) was broken, video cable was broken and image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to r-unit (charged coupled device) was broken therefore the resolution was inadequate (defective 3d function). Also, due video cable was broken the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had an issue with the defective 3d function. There were no reports of patient harm.